Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked. The location of the leak was unknown. This occurred at the hospital during use for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a pin hole in the tubing observed near the luer catheter. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing failed due to a pin hole in the silicone tubing. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.